Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The system was returned for evaluation and no problem was found. The system passed all testing and is operating within specifications. The treatment tip was returned for evaluation and no causal defects were found. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported issue. The investigation of this event concluded that the adverse event was due to user error by an overly aggressive application of laser energy within a short period of time. Blistering and burns are known complications of fraxel treatment according to fraxel laser system operator manual. Blistering or burns may develop over the treated areas.

Event description:
The pt was treated on 3 small areas on the face (2 on the forehead and 1 on the chin). The operator noticed the usual mild erythema, but no blistering or vesiculation was noted immediately post procedure. The pt was given a triple anesthetic (butacaine/lidocaine/tetracaine) to use on the areas 30 mins prior to treat. The pt had previous fraxel treatments and had used the same topical medication without problems. The pt reported that blisters appeared several hrs after the treatment. The pt was given topical and oral antibiotics as a preventative measure as the erosions appeared crusty. The pt was told to use cool compresses (but no ice) to decrease inflammation. In the physician's opinion, the observed erosions were superficial; there should be no permanent scarring. Seven days post treatment, the erosions were healing. One erosion, on the chin, still had a superficial scab, which the pt declines to have debrided.